Event description:
The hospital reported an issue was encountered with the mps delivery set. The perfusionist reported that the issue occurred after the surgeon applied the aortic cross clamp and the patient was on cardio pulmonary bypass. The report stated the perfusionist was unable to deliver cardioplegia due to an "insufficient inlet pressure" warning from the mps system. He stated all lines were checked and were found to be correctly open. As a result of the alleged issue, the cross clamp was removed and the perfusionist changed out the disposable delivery set. No further issues were encountered and the procedure was successfully completed. There were no patient complications reported as a result of the alleged event. The hospital was unable to return the delivery set to the manufacturer for analysis.

Manufacturer narrative:
The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.